Event description:
Patient had silastic dual chamber tissue expander implanted november 13,1991. Developed cellulitis right chest with elevated temperature. Implant removed on january 28th, 1992. It is questionable that device caused this, but surgical intervention required. Immediate gram stain showed no bacteria. Implant intact and normal in appearance. Patient on oral steriods and chemotherapy. Diagnosis in november - carcinoma-breastdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data, invalid data. Conclusion: invalid data, invalid data, device failed during assembly, device failure occurred but not related to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. The device was destroyed/disposed of.